Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the zoom wire was partially broken but the cause of the break was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device zoom doesn't return. The issue occurred during a diagnostic colonoscopy procedure. There was a delay of less than 30 minutes. The procedure was completed using the same device and no patient harm was reported.